Event description:
The customer reported false results with the binaxnow covid-19 ag card performed on (B)(6) 2021 on a direct tested nasal kitted swab. Customer states there was a difference in test results between the binaxnow covid-19 ag card and the confirmatory pcr test. Results for either test were not provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 138882 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195- 000 / lot 138882 and device part number 195-430h / lot 134972a. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
Investigation conclusion: cannot test the binaxnow covid-19 ag card retain kit lot 138882 as it is expired. No historic testing can be found for kit lot 138882. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195- 000 / lot 138882 and device part number 195-430h / lot 134972a. Quality control release testing met specifications and there were no false positive or false negative results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert in the performance characteristics and clinical performance. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert in the performance characteristics and clinical performance. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.